Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, radio frequency telemetry communication was not possible. Upon review of the session records, radio frequency was not functioning and the transmission was sent via inductive telemetry connection. It was recommended to bring the patient in clinic to perform a firmware download. No intervention has been performed. No further information available.

Event description:
New information received on october 18th, 2018 states that radio frequency telemetry was not working upon device interrogation. Device does not respond to the radio frequency and only to the wand and physician is aware of this. Patient had no consequences. No further information available.